Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide, ¿the transmitter is reusable and is replaced about every 3 months.¿

Event description:
It was reported that the customer received a failed transmitter error. Reportedly, the transmitter had been in use more than 3 months. No additional patient or event information was available. Reportedly, the customer used a new transmitter to resolve the reported issue.